Event description:
The biomedical engineer (bme) reported that the alarm sound has suddenly stopped. Customer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the alarm sound has suddenly stopped. The biomedical engineer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported. The biomedical engineer found that uninstalling the realtek audio driver and then reinstalls the driver and now they have all the audio they need. It is now functioning properly nihon kohden qe investigation: the overall risk score is medium. The reported device was not returned for evaluation. The customer reported that they resolved the issue by reinstalling the audio driver on the cns. The root cause for no alarm sound is driver corruption. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. This failure does not prevent the triggering of alarms and is unlikely to occur. Corrected sections: h6: component code: h6: type of investigation: h6: investigation findings: h6: investigation conclusions: the following fields are not applicable (na) to the smdr report: d4: lot number & expiration. G4: device bla number. Manufacturer references: (B)(4) follow up 001.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the alarm sound has suddenly stopped. The biomedical engineer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported. The biomedical engineer found that uninstalling the realtek audio driver and then reinstalls the driver and now they have all the audio they need. It is now functioning properly. Nihon kohden qe investigation: the overall risk score is medium. The reported device was not returned for evaluation. The customer reported that they resolved the issue by reinstalling the audio driver on the cns. The root cause for no alarm sound is driver corruption. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. This failure does not prevent the triggering of alarms and is unlikely to occur. The following fields are not applicable (na) to the MDR report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as the information was not provided. A2 - a6 b6 b7 additional information: b4 date of this report g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative manufacturer references 300242114 103009 follow up 001.

Event description:
The biomedical engineer (bme) reported that the alarm sound has suddenly stopped. Customer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the alarm sound has suddenly stopped. The biomedical engineer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported. The biomedical engineer found that uninstalling the realtek audio driver and then cycling power fixed it. It automatically reinstalls the driver and now they have all the audio they need. It is now functioning properly nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the alarm sound has suddenly stopped. Customer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported.